Manufacturer narrative:
Additional information was received that the reason for explant was pain in the patient's right arm and shoulder. The physician believed that the pain was not procedure related. No device malfunction was suspected. The explanted devices were not returned to bsn as these were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain with the implant. The physician did not believe that the pain was related to the implant. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70 cm.

Event description:
A report was received that the patient was experiencing pain with the implant. The physician did not believe that the pain was related to the implant. The patient underwent an explant procedure and was doing well postoperatively.